Manufacturer narrative:
(B)(4). Upon device return, analysis found a damaged cable assembly. The repair department replaced the cable assembly with metal connector at the end of the cable broken off.

Event description:
The consumer reported there was a broken/bent/loose connector on the desktop charger (dtc). The silver connector broke. The patient reported pain. The patient was redirected to the repair department. The ac adaptor had the connector broken off. Medical history includes spinal pain and post lumbar laminectomy syndrome. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the new desktop charger resolved the loss of stimulation and back issue.

Manufacturer narrative:
Concomitant product: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was clarified that the silver connector on the cord came apart and the desktop charger was broken and not working. The patient's back was not doing well and they could hardly move. The patient stated they have no stimulation.

Manufacturer narrative:
Supplemental to update conclusion code no longer applies, result code no longer applies, new codes are for desktop charger serial number (B)(4). Change to report source, no company representative reported information.

Manufacturer narrative:
Conclusion code updated.

Manufacturer narrative:
(B)(4)